Event description:
Trach broke at site where inner cannula inserts into main trach. This problem did not affect pt's saturation or stability. Patient vital sign remain stable. Charge nurse, md, notified, both in room assessing patient. Decision to put in new trach was made. Respiratory therapist, anesthesiologist called in to help with new trach. Md took out broken #8 shiley trach and then inserted #6 shiley trach. Patient remained stable during entire procedure.

Event description:
Trach broke at site where inner cannula inserts into main trach. This problem did not affect pt's saturation or stability. Patient vital sign remain stable. Charge nurse, md, notified, both in room assessing patient. Decision to put in new trach was made. Respiratory therapist, anesthesiologist called in to help with new trach. Md took out broken #8 shiley trach and then inserted #6 shiley trach. Patient remained stable during entire procedure.